Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss had already replaced the instrument manager printed circuit board (pcb), network adapter pcb and ethernet cable. Since the problem was not still solved, the fss ordered another instrument manager pcb and replaced that part again due to compatibility issue. Fss also replaced the following parts (instrument manager pcb, stack through/pin-socket connector, subsystem controller pcb), which rectified the issue. The system was found functioning properly and meeting amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In initial report, the device manufacturer date provided was incorrect. All pertinent information available to abbott medical optics has been submitted.